Event description:
It was reported that 31mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025. The patient's activated clotting time levels throughout the procedure were 307, 355, and 288 seconds. After deployment of the occluder a thrombus formation was noted through transesophageal echocardiogram (tee) on the distal portion of the occluder lobe. The thrombus was approximately 10-12cm long and thick. The occluder and delivery sheath were both removed from the patient. The thrombus was able to be aspirated from the delivery sheath. The sheath was in the patient for 60 minutes. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.